Event description:
Information received indicates that the neuroradiologist did not note the coil marker was distal to the proximal microcatheter marker and perforated the aneurysm. Two additional coils were immediately placed and the case concluded without further incident. The device involved was not returned for evaluation, and the info provided indicates the adverse event (perforation) did not result from device malfunction, but was due to user error (not noting marker band position).